Event description:
Additional information. The health care professional stated the primary location of the infection was the lead track. The patient symptoms included fever, redness, drainage, pain, and incisional wound opening. Intravenous, oral, and perioperative antibiotics were administered, and the infection resolved.

Manufacturer narrative:
Accessory model 37092 lot# 288330001 lead model 39565-30 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011 accessory model 37752 serial# (B)(4) programmer model 37743 serial# (B)(4) extension model 3708160 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011 extension model 3708160 serial# (B)(4) implanted: (B)(6) 2011 explanted: (B)(6) 2011 accessory model 3550-39 lot# n294753 implanted: (B)(6) 2011 explanted: (B)(6) 2011 accessory model 365560 lot# n299645 implanted: (B)(6) 2011 explanted: (B)(6) 2011.

Event description:
It was reported that the patient experienced a staph infection at the implantable neurostimulator (ins) location. The leads were located in the patient's neck. It was reported that the entire system was explanted due to the infection. Patient outcome was not provided. Additional information has been requested, but was not available as of the date of this report.